Event description:
It was reported that the healthcare provider noticed green "goo" around the white power cable's nut of the patient's system controller, and nothing noted around the black power cable. It was noted that the patient had a controller exchange within the past year for a controller fault that was presumed to be due to moisture. The patient stated they never noticed any of the equipment being wet after showering. Log files were submitted for review which captured routine events. Nothing unusual was noted from a voltage concern despite the green residue on the power lead. Upon returning to clinic, the patient demonstrated successful use of the shower bag, and both of the patient's empty showe bags were run under water and inspected. Neither shower bag had visible water inside after but to be safe, both shower bags were discarded and new ones were given to the patient. The patient was re-educated on showering, and the residue was cleaned on both cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.